Event description:
The customer reported that the system displayed a communication failure error message and locked up during a case and that the x-ray beeper continued to beep with no image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and cleaned and reseated the power supply connections and the voltage was adjusted. The system was tested and found to be working as intended and put back into service.